Event description:
During the regular follow-up on (B)(6)2022, when the ce (clinical engineer) first interrogated platinium dr 1510 using orchestra plus, a warning message #27 was displayed as "27 the device has been reinitialized once from the b.o.s." (See attached) follow-up data were completely normal. When our sales rep asked ce, the same message was given at the time of the last follow-up.

Manufacturer narrative:
This complaint is a duplicate of complaint: (B)(4).

Event description:
During the regular follow-up on (B)(6) 2022, when the ce (clinical engineer) first interrogated platinum dr 1510 using orchestra plus, a warning message #27 was displayed as "27 the device has been reinitialized once from the b.o.s." Follow-up data were completely normal. When our sales rep asked (B)(6), the same message was given at the time of the last follow-up.

Manufacturer narrative:
Finally, the current complaint is not really a duplicate of complaint (B)(4). (MDR-2016-01653). There was a reset that could not be explained since no patient file was provided.

Event description:
During the regular follow-up on 2022-08-04, when the ce (clinical engineer) first interrogated platinium dr 1510 using orchestra plus, a warning message #27 was displayed as "27 the device has been reinitialized once from the b.o.s." Follow-up data were completely normal. When our sales rep asked ce, the same message was given at the time of the last follow-up. The ce requested us to investigate the cause of the message.